Manufacturer narrative:
H6: code c20- a review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. The device remains implanted and is not available for analysis. Additional information was requested but is not available. The physician stated that there was no change in the proximal blood vessel diameter, it is possible that the type I endoleak on the proximal side had been overlooked. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include but are not limited to endoleak. As the exact date of the endoleak determined in (B)(6) 2022 is unknown, the date of event will be used as (B)(6) 2022. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2021, this patient underwent an endovascular procedure to treat an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. On an unknown date in (B)(6) 2022, it was reported that an endoleak was confirmed by contrast-enhanced CT. On (B)(6) 2023, a proximal type I endoleak was confirmed. The reintervention was performed using two aortic extender endoprostheses. The endoleak was resolved. The patient tolerated the procedure. The physician stated as follows: since there was no change in the proximal blood vessel diameter, it is possible that the type I endoleak on the proximal side had been overlooked.